Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high pacing thresholds. Additional information indicates that the high threshold was gradual over several years and cause was unknown. There was no allegation reported for the lead integrity and no other clinical observations noted. The rv lead was abandoned surgically. No additional adverse patient effects were reported.